Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patients representative(daughter; reporter) contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that the alleged meter issue began on (B)(6) 2017. The patient manages his diabetes with insulin (self adjuster) and oral medication (metformin). The reporter alleged that the patient alleged obtained an inaccurate high result of ¿200+ mg/dl¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. In response to this, the reporter increased the patients medication to 60 units (normal range 50 - 60 units) on the same day. At an unknown time afterwards (same day) the patient developed the symptoms of "incoherent, falling down, didn¿t know his name, couldn¿t dress himself, couldn¿t walk for an hour." The reporter contacted the emergency medical services (ems) who arrived and treated the patient. The reporter was unable to relay the patients treatment information but was able to confirm that no subject meter to ems meter comparison was performed. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure but was unable to confirm that the test strips were stored properly or if they had expired or exceeded their discard date. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.